Event description:
It was reported that the pump stopped functioning, and the clinicians needed to switch to an IV. There was an adverse event. The date of report was 22-apr-2025.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no serial or list number has been provided. D4: UDI and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1: patient identifier corrected. H3: no product was received for analysis. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as the pump serial number was unknown.